Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after using the foley catheter, urine leaked from near the junction of the inflation lumen and drainage lumen. It was confirmed a pinhole at the base of the funnel. The inlet tube was cut, and bag was discarded.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received two (2) photo samples. Both photo samples showcases an overview of a 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a 0.011" pinhole found at the trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that immediately after using the foley catheter, urine leaked from near the junction of the inflation lumen and drainage lumen. It was confirmed a pinhole at the base of the funnel. The inlet tube was cut, and bag was discarded.